Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had a revision to try and get coverage higher. He was not sure if a lead was moved and the implant was replaced. The indications for use were non-malignant pain and failed back surgery syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.